Manufacturer narrative:
These events are known potential adverse events addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Health professional reported rupture and capsular contracture, baker grade IV, against an unknown side device. The device has been explanted and replaced.

Event description:
Additional information received noted affected side as the right side.